Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 : suggested component code: mechanical (g04) - femur. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records and radiographs were provided and reviewed by a health care professional. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 : 42522400712 - psn asf ps 12mm ve r 6-9 ef - 65079252. 42532007102 - tibia cemented 5 degree stemmed right size e - 65204355. 42540000032 - all poly patella cemented 32 mm diameter - 64970662. G2 : foreign country : belgium. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. Approximately 2 years post-op, the patient reported mild post-op stiffness and required a manipulation under anesthesia and the stiffness resolved. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: unknown - unknown cement - unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.